Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that multiple cartridge alarms (alarm 30) occurred during the load sequence. Customer reverted to an alternate pump for insulin therapy. There was no reported impact to customer¿s blood glucose.